Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. A review of synthes device history record revealed the aiming arm was manufactured and processed per specification requirements. There were no mrrs, ncrs, or complaint-related issues associated with this lot. The inspection document indicates the parts were inspected and conformed to specifications. Placeholder.

Event description:
It was reported that, during a tfn procedure, the surgeon encountered problems with four (4) instruments. The end piece on the gold handle of the helical blade inserter falls off and does not hold. The blade guide sleeve and the large buttress/compression nut are difficult to thread together. The two devices also becomes stuck together when threaded and is difficult to disassemble. The aiming arm does not lock onto the blade guide sleeve and allowing the sleeve to slide. Surgeon did complete the procedure with no adverse effect to the patient. This is report 2 of 2 for complaint (B)(4).